Event description:
Mammotome did not reportedly activate when placed on biopsy device. Replaced on charger, but battery light still flashing yellow. Attempted to charge for a few minutes after replaced mammotome on biopsy device. Fault light reportedly lit. Representative contacted. Restarting attempted unsuccessfully. Procedure was cancelled for this day and was completed the following day with a new device. FDA safety report ID# (B)(4).